Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("autoimmune type of disorder: hashimotos") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo hsg confirmation test". The patient's past medical history included multigravida, insulin resistant diabetes in 1979 and miscarriage. Concurrent conditions included morbid obesity since 2013, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 2015), asthma since 2014, seasonal allergy since (B)(6) 2016, pneumonia since (B)(6) 2016, paratubal cyst since (B)(6) 2016, anesthesia, uterine bleeding and polycystic ovary. Concomitant products included colecalciferol (vitamin d3), cyclobenzaprine, dulera, ferrous sulfate, furosemide, liothyronine, metformin, prenatal vitamins and salbutamol sulfate (ventolin hfa). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced the first episode of menstrual disorder ("haven't had a normal period since essure/ irregular cycles"), weight increased ("gained tons of weight/ weight gain"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("I feel like I'm going to bleed to death when I do finally have a period") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of back pain ("constant back pain"), the second episode of menstrual disorder ("havvac it has reaked on my menstral cycle"), amenorrhoea ("had not had a normal period since essure insertion/ missed periods"), abdominal distension ("I see huge difference in the size and shape of my belly"), the second episode of back pain ("constant back pain, chronic burning pain in my back"), allergy to metals ("allergic to nickel / nickel allergy"), rash ("skin rash"), pruritus ("itchy skin") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with ibuprofen (motrin) and surgery (supracervical total abdominal hysterectomy with bilateral salpingectomy including removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, the last episode of menstrual disorder, amenorrhoea, abdominal distension, the last episode of back pain, rash, alopecia, pruritus, dysmenorrhoea, fatigue and menstruation irregular outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the weight increased and allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, autoimmune thyroiditis, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pruritus, rash, vaginal haemorrhage, weight increased, the first episode of back pain, the first episode of menstrual disorder, the second episode of back pain and the second episode of menstrual disorder to be related to essure. The reporter commented: insertion details:three coils on the right, one coil on the left, normal appearing endometrium. Both ostia were seen. Discrepancy noted : as per pfs the patient gave a live birth on (B)(6) 2015 (discrepancy) and as per mr the patient is a 36-year-old, gravida 4, para 3, sab 1, 3 vaginal deliveries, whom had a sterilization with essure after her last delivery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterectomy - on (B)(6) 2016: bilateral salpingectomy. (B)(6) 2014: ultrasound pelvis and transvaginal : normal appearing uterus and endometrium. Concerning the injuries reported in this case the following one/ones were described in patients medical records: confirming " back pain, chronic pelvic pain in female, dysmenorrhea." Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2018: medical records received. Lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0048) on 13-aug-2015. The most recent information was received on 03-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune thyroiditis ("autoimmune type of disorder: hashimotos") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo hsg confirmation test". The patient's past medical history included gravida ii, insulin resistant diabetes in 1979 and miscarriage. Concurrent conditions included obesity since 2013, parity 3 (B)(6) 2004, (B)(6) 2010, 16-may20154), asthma since 2014, seasonal allergy since (B)(6) 2016, pneumonia since (B)(6) 2016, cyst since (B)(6) 2016, anesthesia, uterine bleeding and polycystic ovary. Concomitant products included colecalciferol (vitamin d3), cyclobenzaprine, dulera, ferrous sulfate, furosemide, liothyronine, metformin, prenatal vitamins and salbutamol sulfate (ventolin hfa). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced the first episode of menstrual disorder ("haven't had a normal period since essure/ irregular cycles"), weight increased ("gained tons of weight/ weight gain"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced menorrhagia ("I feel like I'm going to bleed to death when I do finally have a period"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced fatigue ("fatigue"). In october 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of back pain ("constant back pain"), the second episode of menstrual disorder ("havvac it has reaked on my menstral cycle"), amenorrhoea ("had not had a normal period since essure insertion/ missed periods"), abdominal distension ("I see huge difference in the size and shape of my belly"), the second episode of back pain ("constant back pain, chronic burning pain in my back"), allergy to metals ("allergic to nickel / nickel allergy"), rash ("skin rash"), pruritus ("itchy skin") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with ibuprofen (motrin) and surgery (supracervical total abdominal hysterectomy with bilateral salpingectomy including removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of menstrual disorder, amenorrhoea, abdominal distension, the last episode of back pain, rash, alopecia, pruritus, dysmenorrhoea, fatigue, menstruation irregular and autoimmune thyroiditis outcome was unknown, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the weight increased and allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, autoimmune thyroiditis, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pruritus, rash, vaginal haemorrhage, weight increased, the first episode of back pain, the first episode of menstrual disorder, the second episode of back pain and the second episode of menstrual disorder to be related to essure. The reporter commented: insertion details:three coils on the right, one coil on the left, normal appearing endometrium. Both ostia were seen. Discrepancy noted :as per pfs the patient gave a live birth on (B)(6) 2015 (discrepancy) and as per mr the patient is a 36-year-old, gravida 4, para 3, sab 1, 3 vaginal deliveries, whom had a sterilization with essure after her last delivery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterectomy - on 11-may-2016: bilateral salpingectomy 04 nov 2014:ultrasound pelvis and transvaginal : normal appearing uterus and endometrium. Concerning the injuries reported in this case the following ones were described in patients medical records: confirming " back pain, chronic pelvic pain in female, dysmenorrhea" quality-safety evaluation of ptc: final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2018: events"abnormal bleeding (general), abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia), hashimotos, nickel allergy, dysmenorrhea (cramping), pain, fatigue, weight gain, hair loss,: irregular menstrual cycle, she not performed hsg test",added from pfs concomitant, historical condition ,lab data reporter added from medical report. On 3-apr-2018: pfs & medical records are recived, no new clinical information added fo. Process with follow up-9. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0048) on 13-aug-2015. The most recent information was received on 10-aug-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced the first episode of menstrual disorder ("haven't had a normal period since essure/ irregular cycles") and weight increased ("gained tons of weight/ weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of back pain ("constant back pain"), the second episode of menstrual disorder ("havoc it has wreaked on my menstrual cycle"), oligomenorrhoea ("had not had a normal period since essure insertion/ missed periods"), menorrhagia ("I feel like I'm going to bleed to death when I do finally have a period"), abdominal distension ("I see huge difference in the size and shape of my belly"), the second episode of back pain ("constant back pain, chronic burning pain in my back"), allergy to metals ("allergic to nickel"), rash ("skin rash"), alopecia ("hair loss") and pruritus ("itchy skin"). The patient was treated with ibuprofen (motrin) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of menstrual disorder, oligomenorrhoea, menorrhagia, abdominal distension, the last episode of back pain, rash, alopecia and pruritus outcome was unknown and the weight increased and allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, menorrhagia, oligomenorrhoea, pelvic pain, pruritus, rash, weight increased, the first episode of back pain, the first episode of menstrual disorder, the second episode of back pain and the second episode of menstrual disorder to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 10-aug-2017: case classification updated to incident. New reporters added. Device dates added. New events" skin rash, weight gain, hair loss, itchy skin, irregular cycles and pain" added." Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0048) on 13-aug-2015. The most recent information was received on 28-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("autoimmune type of disorder: hashimotos") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. A06687) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo hsg confirmation test". The patient's past medical history included multigravida, insulin resistant diabetes in 1979 and miscarriage. Concurrent conditions included morbid obesity since 2013, parity 3 (B)(6) 2004, (B)(6) 2010, (B)(6) 2015), asthma since 2014, seasonal allergy since (B)(6) 2016, pneumonia since (B)(6) 2016, paratubal cyst since (B)(6) 2016, anesthesia, uterine bleeding and polycystic ovary. Concomitant products included cholecalciferol (vitamin d3), cyclobenzaprine, dulera, ferrous sulfate, furosemide, liothyronine, metformin, prenatal vitamins and salbutamol sulfate (ventolin hfa). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced the first episode of menstrual disorder ("haven't had a normal period since essure/ irregular cycles"), weight increased ("gained tons of weight/ weight gain"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced allergy to metals ("allergic to nickel / nickel allergy"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("I feel like I'm going to bleed to death when I do finally have a period") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of back pain ("constant back pain"), the second episode of menstrual disorder ("havvac it has reaked on my menstrual cycle"), amenorrhoea ("had not had a normal period since essure insertion/ missed periods"), abdominal distension ("I see huge difference in the size and shape of my belly"), the second episode of back pain ("constant back pain, chronic burning pain in my back"), rash ("skin rash"), pruritus ("itchy skin") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with ibuprofen (motrin) and surgery (supracervical total abdominal hysterectomy with bilateral salpingectomy including removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, the last episode of menstrual disorder, amenorrhoea, abdominal distension, the last episode of back pain, rash, alopecia, pruritus, dysmenorrhoea, fatigue and menstruation irregular outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the weight increased and allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, autoimmune thyroiditis, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pruritus, rash, vaginal haemorrhage, weight increased, the first episode of back pain, the first episode of menstrual disorder, the second episode of back pain and the second episode of menstrual disorder to be related to essure. The reporter commented: insertion details:three coils on the right, one coil on the left, normal appearing endometrium. Both ostia were seen. Discrepancy noted :as per pfs the patient gave a live birth on (B)(6) 2015 (discrepancy) and as per mr the patient is a 36-year-old, gravida 4, para 3, sab 1, 3 vaginal deliveries, whom had a sterilization with essure after her last delivery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterectomy - on (B)(6) 2016: bilateral salpingectomy (B)(6) 2014:ultrasound pelvis and transvaginal : normal appearing uterus and endometrium. Concerning the injuries reported in this case the following one/ones were described in patients medical records: confirming " back pain, chronic pelvic pain in female, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 31-jan-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo hsg confirmation test". The patient's medical history included multigravida and miscarriage. (B)(6) 2014:ultrasound pelvis and transvaginal : normal appearing uterus and endometrium. Previously administered products included for an unreported indication: depo-provera and oral contraceptive. Concurrent conditions included paratubal cyst since (B)(6) 2016, seasonal allergy since (B)(6) 2016, pneumonia since (B)(6) 2016, asthma since 2014, morbid obesity since 2013, insulin resistant diabetes since 1979, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 2015), anesthesia, uterine bleeding and polycystic ovary. Concomitant products included colecalciferol (vitamin d3), cyclobenzaprine, ferrous sulfate, formoterol fumarate;mometasone furoate (dulera), furosemide, liothyronine, metformin, minerals nos;vitamins nos (prenatal vitamins) and salbutamol sulfate (ventolin hfa). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menstruation abnormal ("haven't had a normal period since essure/ irregular cycles"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("gained tons of weight/ weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. In 2015, the patient experienced allergy to metals ("allergic to nickel / nickel allergy"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("I feel like I'm going to bleed to death when I do finally have a period") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced hashimoto's thyroiditis ("autoimmune type of disorder: hashimotos"). On an unknown date, the patient experienced the first episode of back pain ("constant back pain"), menstrual disorder ("havvac it has reaked on my menstrual cycle"), amenorrhoea ("had not had a normal period since essure insertion/ missed periods"), abdominal distension ("I see huge difference in the size and shape of my belly"), the second episode of back pain ("constant back pain, chronic burning pain in my back"), rash ("skin rash"), pruritus ("itchy skin"), menstruation irregular ("irregular menstrual cycles"), eye pruritus ("my eyes have been puffy and itchy"), bronchitis ("bronchitis"), inflammation ("inflammation"), muscle strain ("muscle pulled"), menstruation delayed ("I miss periods for month"), arthralgia ("wrist pain/hip pain"), carpal tunnel syndrome ("carpal tunnel"), scar ("scar tissue"), nausea ("nausea"), tonsillitis ("tonsillitis"), tonsillolith ("tonsil stone"), muscle spasms ("back spasm"), hashimoto's disease ("hashimotos") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen (motrin) and surgery (supracervical total abdominal hysterectomy with bilateral salpingectomy including removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hashimoto's thyroiditis, menstrual disorder, amenorrhoea, abdominal distension, the last episode of back pain, rash, alopecia, pruritus, dysmenorrhoea, fatigue, menstruation irregular, eye pruritus, bronchitis, inflammation, muscle strain, menstruation delayed, hormone level abnormal, arthralgia, carpal tunnel syndrome, scar, nausea, tonsillitis, tonsillolith, muscle spasms, hashimoto's disease and migraine outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the menstruation abnormal, weight increased and allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, arthralgia, bronchitis, carpal tunnel syndrome, dysmenorrhoea, eye pruritus, fatigue, genital haemorrhage, hashimoto's thyroiditis, hormone level abnormal, inflammation, menorrhagia, menstruation abnormal, menstruation delayed, menstruation irregular, migraine, muscle spasms, muscle strain, nausea, pelvic pain, pruritus, rash, scar, tonsillitis, tonsillolith, vaginal haemorrhage, weight increased, the first episode of back pain, hashimoto's disease, menstrual disorder and the second episode of back pain to be related to essure. The reporter commented: insertion details:three coils on the right, one coil on the left, normal appearing endometrium. Both ostia were seen. Discrepancy noted :as per pfs the patient gave a live birth on (B)(6) 2015 (discrepancy) and as per mr the patient is a 36-year-old, gravida 4, para 3, sab 1, 3 vaginal deliveries, whom had a sterilization with essure after her last delivery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterectomy - on (B)(6) 2016: results: bilateral salpingectomy. Concerning the injuries reported in this case the following one/ones were described in patients medical records: confirming " back pain, chronic pelvic pain in female, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs & social media received. New events my eyes have been puffy and itchy, bronchitis, inflammation, muscle pulled, hormonal changes, wrist pain, carpal tunnel, scar tissue, nausea, tonsillitis, tonsil stone, back spasm, hashimotos was added reporter, patient demographics was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 13-aug-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo hsg confirmation test". The patient's medical history included multigravida and miscarriage. (B)(6) 2014:ultrasound pelvis and transvaginal : normal appearing uterus and endometrium. Previously administered products included for an unreported indication: depo-provera and oral contraceptive. Concurrent conditions included paratubal cyst since (B)(6) 2016, seasonal allergy since (B)(6) 2016, pneumonia since (B)(6) 2016, asthma since 2014, morbid obesity since 2013, insulin resistant diabetes since 1979, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 20154), anesthesia, uterine bleeding and polycystic ovary. Concomitant products included colecalciferol (vitamin d3), cyclobenzaprine, ferrous sulfate, formoterol fumarate;mometasone furoate (dulera), furosemide, liothyronine, metformin, minerals nos;vitamins nos (prenatal vitamins) and salbutamol sulfate (ventolin hfa). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menstruation abnormal ("haven't had a normal period since essure/ irregular cycles"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("gained tons of weight/ weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. In 2015, the patient experienced allergy to metals ("allergic to nickel / nickel allergy"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("I feel like I'm going to bleed to death when I do finally have a period") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced hashimoto's thyroiditis ("autoimmune type of disorder: hashimotos"). On an unknown date, the patient experienced the first episode of back pain ("constant back pain"), menstrual disorder ("havvac it has reaked on my menstral cycle"), amenorrhoea ("had not had a normal period since essure insertion/ missed periods"), abdominal distension ("I see huge difference in the size and shape of my belly"), the second episode of back pain ("constant back pain, chronic burning pain in my back"), rash ("skin rash"), pruritus ("itchy skin"), menstruation irregular ("irregular menstrual cycles"), eye pruritus ("my eyes have been puiffy and itchy"), bronchitis ("bronchitis"), inflammation ("inflammation"), muscle strain ("muscle pulled"), menstruation delayed ("I miss periods for month"), arthralgia ("wrist pain/hip pain/joint pain"), carpal tunnel syndrome ("carpal tunnel"), scar ("scar tissue"), nausea ("nausea"), tonsillitis ("tonsillitis"), tonsillolith ("tonsil stone"), muscle spasms ("back spasm"), hashimoto's disease ("hashimotos"), migraine ("migraine"), palpitations ("racing heart") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with and surgery (supracervical total abdominal hysterectomy with bilateral salpingectomy including removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hashimoto's thyroiditis, menstrual disorder, amenorrhoea, abdominal distension, the last episode of back pain, rash, alopecia, pruritus, dysmenorrhoea, fatigue, menstruation irregular, eye pruritus, bronchitis, inflammation, muscle strain, menstruation delayed, hormone level abnormal, arthralgia, carpal tunnel syndrome, scar, nausea, tonsillitis, tonsillolith, muscle spasms, hashimoto's disease, migraine, palpitations and headache outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the menstruation abnormal, weight increased and allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, arthralgia, bronchitis, carpal tunnel syndrome, dysmenorrhoea, eye pruritus, fatigue, genital haemorrhage, hashimoto's thyroiditis, headache, hormone level abnormal, inflammation, menorrhagia, menstruation abnormal, menstruation delayed, menstruation irregular, migraine, muscle spasms, muscle strain, nausea, palpitations, pelvic pain, pruritus, rash, scar, tonsillitis, tonsillolith, vaginal haemorrhage, weight increased, the first episode of back pain, hashimoto's disease, menstrual disorder and the second episode of back pain to be related to essure. The reporter commented: insertion details:three coils on the right, one coil on the left, normal appearing endometrium. Both ostia were seen. Discrepancy noted :as per pfs the patient gave a live birth on (B)(6) 2015 (discrepancy) and as per mr the patient is a 36-year-old, gravida 4, para 3, sab 1, 3 vaginal deliveries, whom had a sterilization with essure after her last delivery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterectomy - on (B)(6) 2016: results: bilateral salpingectomy. Concerning the injuries reported in this case the following one/ones were described in patients medical records: confirming " back pain, chronic pelvic pain in female, dysmenorrhea" concerning the injuries reported in this case, the following one was described in patient¿s social media: palpitations and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added: racing heart and headache. Event clubbed: wrist pain/hip pain/joint pain. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo hsg confirmation test". The patient's medical history included multigravida and miscarriage. *(B)(6) 2014: ultrasound pelvis and transvaginal : normal appearing uterus and endometrium. Previously administered products included for an unreported indication: depo-provera and oral contraceptive. Concurrent conditions included paratubal cyst since (B)(6) 2016, seasonal allergy since (B)(6) 2016, pneumonia since (B)(6) 2016, asthma since 2014, morbid obesity since 2013, insulin resistant diabetes since 1979, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 20154), anesthesia, uterine bleeding and polycystic ovary. Concomitant products included cholecalciferol (vitamin d3), cyclobenzaprine, ferrous sulfate, formoterol fumarate; mometasone furoate (dulera), furosemide, liothyronine, metformin, minerals nos;vitamins nos (prenatal vitamins) and salbutamol sulfate (ventolin hfa). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menstruation abnormal ("haven't had a normal period since essure/ irregular cycles"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("gained tons of weight/ weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. In 2015, the patient experienced allergy to metals ("allergic to nickel / nickel allergy"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("I feel like I'm going to bleed to death when I do finally have a period") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced hashimoto's thyroiditis ("autoimmune type of disorder: hashimotos"). On an unknown date, the patient experienced the first episode of back pain ("constant back pain"), menstrual disorder ("havoc it has wreaked on my menstrual cycle"), amenorrhoea ("had not had a normal period since essure insertion/ missed periods"), abdominal distension ("I see huge difference in the size and shape of my belly"), the second episode of back pain ("constant back pain, chronic burning pain in my back"), rash ("skin rash"), pruritus ("itchy skin"), menstruation irregular ("irregular menstrual cycles"), eye pruritus ("my eyes have been puffy and itchy"), bronchitis ("bronchitis"), inflammation ("inflammation"), muscle strain ("muscle pulled"), menstruation delayed ("I miss periods for month"), arthralgia ("wrist pain/hip pain/joint pain"), carpal tunnel syndrome ("carpal tunnel"), scar ("scar tissue"), nausea ("nausea"), tonsillitis ("tonsillitis"), tonsillolith ("tonsil stone"), muscle spasms ("back spasm"), hashimoto's disease ("hashimotos"), migraine ("migraine"), palpitations ("racing heart"), headache ("headache") and pain ("burning pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with and surgery (supracervical total abdominal hysterectomy with bilateral salpingectomy including removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hashimoto's thyroiditis, menstrual disorder, amenorrhoea, abdominal distension, the last episode of back pain, rash, alopecia, pruritus, dysmenorrhoea, fatigue, menstruation irregular, eye pruritus, bronchitis, inflammation, muscle strain, menstruation delayed, hormone level abnormal, arthralgia, carpal tunnel syndrome, scar, nausea, tonsillitis, tonsillolith, muscle spasms, hashimoto's disease, migraine, palpitations, headache and pain outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the menstruation abnormal, weight increased and allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, arthralgia, bronchitis, carpal tunnel syndrome, dysmenorrhoea, eye pruritus, fatigue, genital haemorrhage, hashimoto's thyroiditis, headache, hormone level abnormal, inflammation, menorrhagia, menstruation abnormal, menstruation delayed, menstruation irregular, migraine, muscle spasms, muscle strain, nausea, pain, palpitations, pelvic pain, pruritus, rash, scar, tonsillitis, tonsillolith, vaginal haemorrhage, weight increased, the first episode of back pain, hashimoto's disease, menstrual disorder and the second episode of back pain to be related to essure. The reporter commented: insertion details:three coils on the right, one coil on the left, normal appearing endometrium. Both ostia were seen. Discrepancy noted: as per pfs the patient gave a live birth on (B)(6) 2015 (discrepancy) and as per mr the patient is a 36-year-old, gravida 4, para 3, sab 1, 3 vaginal deliveries, whom had a sterilization with essure after her last delivery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterectomy - on (B)(6) 2016: results: bilateral salpingectomy. Concerning the injuries reported in this case the following one/ones were described in patients medical records: confirming " back pain, chronic pelvic pain in female, dysmenorrhea". Concerning the injuries reported in this case, the following one was described in patient¿s social media: palpitations, headache. Burning pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- pain burning. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.